Event description:
Additional information was received on (B)(6) 2012 when it was reported that the explanted generator would be returned to the manufacturer for product analysis. The explanted generator was received for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Attempts were made for the return of the explanted generator to the manufacturer for product analysis but were unsuccessful.

Event description:
Additional information was received indicating the previous vns generator was not able to be interrogated at the generator replacement surgery. High impedance was noted following vns generator replacement which has been reported under manufacturer report # 1644487-2012-02930. Follow-up with the neurologist's office found the failure to program is believed to be related to normal end of service. The noted "more intense" seizures were said to be "not reliable" per the site. Attempts for the return of the explanted generator are in progress.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. The reported allegations of "failure to program" and "end of service" were duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the vns patient had two seizures a month since the patient's last visit which were noted as brief complex partial seizures with the exception of a seizure last weekend that was noted as "more intense". It was also noted that the "vns interrogated but unable to get signal". A battery life calculation estimated that the vns generator is likely at, near, or past end of service. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient's generator is likely.